Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a "brain stimulator" implanted in (B)(6) 2011 after a stroke which left him with chronic pain on his left side. It was stated ¿some time in (B)(6) last year¿ (2012) they "fried his brain" when trying to adjust the implantable neurostimulator (ins) and his ins had been off ever since. Reportedly the patient was now experiencing pain in his chest at the ins site and had a loss of therapeutic effect. It was noted that the ins worked for the first month where he could walk without pain, then the effect "wore off" and the stimulation "quit working" for him. It was later reported the patient experienced a loss of therapeutic effect about six months after implant. It was stated the patient had numerous programming sessions but ¿nothing really worked.¿ it was also stated the ins was moving ¿in the right chest, and felt like it was poking him in his chest.¿ reportedly, six months prior to report the patient had some programming and possible MRI to check placement of the leads, and since then he turned the ins off but was experiencing issues with memory and lack of ability to control the left side of his body. It was also noted when the patient had the stroke in 2003 it damaged ¿the crown which housed the pain center of the brain.¿ the locations of the patient¿s symptoms were at the ins location and the lead location (under the skull and on top of the brain). It was stated the patient¿s status was fair and he wanted the device removed.

Event description:
It was noted the device was causing the patient severe discomfort. It was reported that reprogramming caused the patient to be jerked or twitched. It was further noted the patient had nerve damage.

Event description:
Additional information was received from the patient. It was reported that the patient had the implant to relieve stroke pain from a thalamic infarction. It did not work and instead their life had gone downhill ever since. They had to turn it off after having multiple programming without success. The device was installed (B)(6) 2011.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-05-05 reporting that the patient weight at the time of the event was unknown. The patient reiterated the previously reported events. The patient wanted to discuss the removal of their device with a health care professional (hcp). Hcp listings were sent. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-05-18 from the consumer reporting that the patient went through about 12-15 program changes. Each caused the left side of their body to jerk and twitch in different ways. The patient lost years of learning to control their hand, arm, and leg movement and it was reported that they had become very weak. The patient¿s equilibrium was almost gone due to dizziness. There were no additional steps taken to resolve the issue. The patient¿s weight at the time of the event was (B)(6) lbs. No further complications were reported.

Manufacturer narrative:
Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37092, lot# 254640001, implanted: (B)(6) 2011, product type: accessory. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3987a, lot# n268651, implanted: (B)(6) 2011, product type: lead. Product ID 3987a, lot# n174771, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns with his device or therapy. No appointment had been scheduled as the patient had not sought further help and ¿gave up¿ and it ¿doesn¿t work.¿